Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. During the alarm log analysis and functional testing, the f-67 was not identified; therefore, the reported problem could not be confirmed. However, an f-42 (malfunction in alarm control circuit) alarm was identified during functional testing and the review of the alarm log. The alarm was confirmed in the log on two occasions. The cause of the condition was determined to be due to the damaged battery, the device had loss of configuration and lost time. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-67 (supply voltage of cpu circuitry is too low) alarm. The process step when event occurred was not specified. There was no patient involvement. No additional information is available.